Event description:
The customer stated that half of the insulin that was in the reservoir, was accidentally delivered into her body during the manual prime. The customer was in a car at the time of the call, and her blood glucose levels dropped to 51 mg/dl. The customer treated on her own, but her husband drove her to the nearest emergency room. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.